Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with elevated ldh. Once admitted the patient continued to have elevated ldh and the site had concerns for pump thrombosis. The patient had a pump exchange for suspected pump thrombosis on (B)(6) 2020.

Manufacturer narrative:
Section a4: patient weight was inadvertently reported as 0 kg. Patient weight was requested but not provided. Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported elevated lactate dehydrogenase (ldh). The pump was returned with the driveline cut approximately 3.0¿ from the pump body and the severed portion was not returned. The sealed outflow graft was not returned; however, the outflow elbow was returned and was secured to its respective pump port. The sealed inflow conduit was not returned. Upon disassembly of the pump, tissue-like depositions surrounding the inlet bearing ball and inlet bearing cup were identified. These depositions were not laminated but displayed evidence of denaturation. The origin of these depositions and a duration of time for which they were present in the pump could not be conclusively determined. Examination of the proximal side of the outlet stator revealed a tissue-like deposition situated in-between the outlet bearing ball and stator blades. This deposition was not laminated and did not display any evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.